Event description:
It was reported that after inserting the subject coil into the microcatheter and detaching it, the delivery wire was pushed out a little inside the microcatheter and then removed. When an attempt was made to retrieve the microcatheter, the subject detached coil was attached to the tip of the microcatheter, thus this subject detached coil was retrieved with the entire microcatheter to the outside of the body. The entire subject coil was safely removed with the microcatheter, and the procedure was completed as it was (no additional coil to place). There were no clinical consequences reported due to the event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that after inserting the subject coil of lot # 22590357 into sl-10 45° microcatheter and detaching it, the delivery wire was pushed out a little inside sl-10 microcatheter and then removed. When an attempt was made to retrieve the sl-10 microcatheter, the subject detached coil was attached to the tip of the sl-10 microcatheter, thus this subject detached coil was retrieved with the entire sl-10 microcatheter to the outside of the body. It is probable that the subject detached coil was subsequently stuck/entangled on the distal end of the sl-10 microcatheter causing its removal during removal of the microcatheter. An assignable cause of caused by other will be assigned to the reported ¿device interaction with another device¿ and ¿ main coil migration¿, as the investigation indicates another product/drug/subsequent procedure caused the issue event.